Manufacturer narrative:
The lead was surgically abandoned (capped); no adverse pt effects were noted. Therefore, it will not be returned for analysis, and as a result, the allegations against this lead cannot be confirmed. The event will be re-evaluated if additional info becomes available. Loss of capture/sensing is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported this right atrial lead exhibited low p-waves and was unable to capture (the measurements were not provided to the customer). As a result, this lead was surgically abandoned (capped). No adverse pt effects were noted. The lead was actively implanted for approx 8 years, 5 months.